Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, and the outer insulation of the lead was extrinsically breached due to a tear. The analyst noted that the lead was returned with severe explant damage. The externalized distal conductor was damaged due to explant damage. An in-vivo rv conductor fracture was observed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after hearing a device alarm. It was determined that an alert for the right ventricular (rv) lead was triggered due to superior vena cava (svc) coil impedance being out of range. Subsequently, the rv tip to coil impedance went out of range during follow up. An x-ray was done and showed probable conductor externalization. The rv lead was partially explanted and replaced successfully. No patient complications have been reported as a result of this event.